Manufacturer narrative:
(B)(4). The reporter stated that the involved titanium adaptor was not replaced and is still in use. Evaluation summary: the device was returned for evaluation. Visual inspection was performed with no issues noted. Underwater pressure/leak, clear passage, clamp function, and integrity of seal surface testing was performed with no leakage identified. The internal diameter (ID) of the patient connector was measured and found to be within the specification range of the product. The reported problem was unable to be confirmed. A review of all batch record documents was performed for lot number h13h08043 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set did not connect properly to a titanium adapter. The reporter stated that after connection, there was about a 0.1 cm gap between the titanium adapter and the transfer set. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).a request for the return of the device has been made. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.